Event description:
Patient used aquoral for dry mouth and in a few days she got 6 blisters on her tongue, swelling and a lot of pain. She went to the hospital and stayed there overnight because she was having trouble breathing. They put her on steroids and it is still painful and swollen today ((B)(6) 2016). She went to (B)(6) hospital and went to (B)(6) hospital in (B)(6). This is where she spent the night.